Event description:
It was reported that this right atrial (ra) lead exhibited high pacing out of range impedance measurements with high pacing thresholds. As a result, lead safety switch (lss) was triggered. Technical services (ts) suspected of a possible spring contact issue, but it was not conclusive. In addition, noise due to unipolar configuration was noted. No adverse patient effects were reported. This right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).